Event description:
Patient states that she has observed insulin squirting out of the tubing without pump piston making contact with reservoir. Patient changed infusion set and problem was resolved. Patient had to treat high blood glucose levels with a manual injection of insulin. Unomedical received the complaint through (B) (4), the distributor of the infusion set. (B) (4).

Manufacturer narrative:
One used device and three unused devices were returned for evaluation. The tubing was visually inspected for any tears or cracks on the tubing it self and on the attached connector parts. Furthermore a flow test and a p-cap connector vent test were performed. The membrane in the p-cap connector was humid and the sample also failed the p-cap connector vent test. The unused devices were tested as the used device. All 3 samples were found to be within specifications. The reference material was tested and for 1 sample the membrane in the p-cap connector was humid. The sample also failed the p-cap connector vent test. The remaining 9 retained samples were found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot number 8200811. No relevant deviations during manufacturing were recorded.